Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, an unexpected motor noise anomaly was noted during forward movement and rewind due to faulty motor. Pump was received with scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was making noise. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump is making noise from the piston while it is moving. The insulin pump will be replaced. The insulin pump will be returned for analysis.